Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include the patient¿s symptoms, are due to a pre-existing or concurrent medical or surgical condition or procedure. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after applying elect hydro thin 10x10cm on a baby, his skin showed rashes at the area where it was applied. The product is a standard item for hospital pulau pinang. Nicu indent the product to be use for all premature neonate. This product had been use in nicu for 2 years and this is the first time they experience this incident. It is unknown how the skin rash was treated.